Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins): it was reported that charging the ins was taking longer time than before. The patient reported that the ins charge was taking 4 hrs. From empty to full and it used to take 1 hr. The controller shows quality is at 100% and the green light flashes. The patient reported that the manufacturer rep is thinking the issue is with the controller battery. It was reported that the recharge speed was on 4, fastest. The patient reported the controller doesn't respond to the commands/touch of her finger and seems to lock up. The reported that they reset of the controller and this did not resolve any of the issues. No patient complications have been reported because of this event. Additional information was received from patient on 20-11-05 who reported that last night, she was going to charge and the recharger and relay box got super-hot. The patient stated the screen just stated to retry over and over. Patient also stated that the controller battery drained within ten minutes and the recharger, relay box, and controller gets hot. It was noted that this was a replacement recharger that was recently replaced. The patient was redirected to repair and a replacement recharger was requested. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6). Product type recharger product ID 97745, serial# (B)(6). Product type programmer, patient product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger antenna cable insulation was torn and wires were exposed. There was a recharger antenna failure. They received the "no device found" message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.